Manufacturer narrative:
The field complaint of incorrect measurement and battery lifetime anomaly was not confirmed. The device was received from the field with battery voltage at elective replacement level in line with projected longevity and reaching end of service during the analysis. After cutting open the device case and replacing the original battery, the device was tested under nominal settings with normal results. Additionally, tests at various pulse amplitudes indicated all parameters were within normal range and no anomaly was detected. Total projected longevity based on field settings is 9.50 years, implant duration was 8.67 years which exceeded 75% of the projected longevity and it is considered normal battery depletion.

Event description:
During follow-up, a longevity data anomaly was overserved. The event was resolved by explanting and replacing the device due to normal eri. The patient was in stable condition.